Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. The first clip was advanced into the anatomy. All steps were followed per the instructions for use (IFU) and leaflet insertion check was performed per guidelines to satisfactory insertion. Upon deployment of the clip, the clip detached from the anterior leaflet and remained on the septal leaflet in a single leaflet device attachment (slda). We attempted to stabilize this clip and improve our result with a second clip. Due to our limited visibility from the slda, physicians only had one portion on the valve to grasp. Upon satisfactory leaflet insertion and inspection on the second clip, physicians deployed the clip with mild tr. As they were removing the clip delivery system from the steerable guide catheter, they noticed a second slda from the posterior leaflet with attachment to the septal leaflet. The team speculated a leaflet tear. The team decided nothing else could be done with the procedure and the patient was referred to surgery for valve replacement.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. The first clip was advanced into the anatomy. All steps were followed per the instructions for use (IFU) and leaflet insertion check was performed per guidelines to satisfactory insertion. Upon deployment of the clip, the clip detached from the anterior leaflet and remained on the septal leaflet in a single leaflet device attachment (slda). We attempted to stabilize this clip and improve our result with a second clip. Due to our limited visibility from the slda, physicians only had one portion on the valve to grasp. Upon satisfactory leaflet insertion and inspection on the second clip, physicians deployed the clip with mild tr. As they were removing the clip delivery system from the steerable guide catheter, they noticed a second slda from the posterior leaflet with attachment to the septal leaflet. The team speculated a leaflet tear. The team decided nothing else could be done with the procedure and the patient was referred to surgery for valve replacement.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported poor image resolution was due to procedural condition. The reported tissue injury appears to be related to the slda. Tissue injury is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient remained hospitalize and underwent valve replacement. There is no indication of a product issue with respect to manufacture, design, or labeling.